Event description:
Information received indicates the siderail latch should bolt is missing which is preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the missing shoulder bolt and nut to repair the stretcher.